Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 3 of 3. There was fluid seen around the cycler and coming from the patient line. The patient line was noted to be kinked. Treatment was stopped. Fluid was found inside the cycler pump module area and on the external part of the cassette. Fluid leaked from under the cassette door. The reporter was advised to let cycler dry overnight then try it again for the next treatment. In a follow up, the daughter confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The daughter stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The daughter said that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's daughter reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 3 of 3. There was fluid seen around the cycler and coming from the patient line. The patient line was noted to be kinked. Treatment was stopped. Fluid was found inside the cycler pump module area and on the external part of the cassette. Fluid leaked from under the cassette door. The reporter was advised to let cycler dry overnight then try it again for the next treatment. In a follow up, the daughter confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The daughter stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The daughter said that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.